Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not administer the patient the correct amount of fluid. The reservoir read the right amount, but the drug was still in the bag. The original programming rate and volume were 42 milliliters per hour and 2000 milliliters. The amount of medication left was close to 1500 milliliters after 48 hours. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor, however this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.